Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy & salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy &salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C03100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("left ovarian cyst "). The patient was treated with surgery (hysterectomy &salpingectomy/total laparoscopic hysterectomy, bilateralsalpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and uterine haemorrhage to be related to essure. The reporter commented: number of coils: right-m2 coils, left- 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding, left ovarian cyst lot number: c03100 manufacturing date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C03100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and ovarian cyst. On (B)(6) -2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("left ovarian cyst "). The patient was treated with surgery (hysterectomy &salpingectomy/total laparoscopic hysterectomy, bilateralsalpingectomy and cystoscopy). Essure was removed on (B)(6) -2019. At the time of the report, the menorrhagia, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and uterine haemorrhage to be related to essure. The reporter commented: number of coils: right-m2 coils, left- 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal uterine bleeding, left ovarian cyst most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information , lot no, auto-narrative, other relevant history added. Event : "medical device removal" updated to "menorrhagia" updated. Events abnormal uterine bleeding, left ovarian cyst added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.